Event description:
It was reported that the health care professional (hcp) requested a review of this cardiac resynchronization therapy defibrillator (crt-d). The patient reported experiencing fatigue and shortness of breath. Upon review, it was noted that this patient self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone into the ventricular fibrillation (vf) zone following delivery of anti-tachycardia pacing (atp) therapy. The device subsequently delivered shock therapy, which successfully converted the rhythm. No additional adverse patient effects were reported. This crt-d system remains in service.